Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer screen had lines across it and was rotating. Another programmer was used to finish the case. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display screen had lines across it and it was rotating and the liquid crystal display was replaced and as an additional preventive measure the low voltage differential signal was replaced. Analysis also noted broken latch tabs on the cord door, the keyboard latch was broken off, the electrocardiogram connector was loose, the left keyboard hinge was broken, the printer drawer was broken and missing its side latch and the system fan was intermittently noisy. All found defective parts were replaced and the link electronic module board was also calibrated.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.